Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a bone cement mixing liquid used for spinal therapy. It was reported that the cement was opened in a sterile environment during cement preparations and the liquid was found to be frozen and even after breaking the vial it could be seen frozen to bottom corner of the vial of solutions used to mix the cement. Not implanted replaced with new product. The cement was opened hence discarded but the vial with the frozen liquid has been retrieved and secured. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event.

Manufacturer narrative:
G2: country of the event is india. G4: the similar device with product# cx01a with 510(k)# k102397 is marketed in united states. H3: product analysis: part # c05a; lot # faef124 visual inspection confirmed the mixer components were not returned. The cement vial has been opened hardened due to the air exposure. Unable to determine root cause of broken vial. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.